Event description:
Customer alleges that while monitoring an infant who reportedly had a tracheostomy and hypoxia, the trusat oximeter did not alarm at a setting of 90 or below. The infant reportedly died. Per distr, they do not have the unit nor have they been able to reach the family to obtain the unit. Attempts have been made to retrieve the unit from the pt's family. The oximeter has not been returned. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.